Manufacturer narrative:
Correction to h6; type of investigation. Correct to b1- product problem was incorrectly checked on the initial submission. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over, the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is the break down due to mechanical damage, such as from heart-lung bypass or as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest mild paravalvular leak (pvl) may have caused or contributed to this event. May have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training materials have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra and a CAPA were initiated to document the investigation and assess associated risk for this event. Initial investigation did not show any evidence that an edwards defect contributed to the reported event. However, a CAPA investigation was initiated for further investigation.

Event description:
Additional information was provided that approximately four months after tavr, a diagnosis of hemolysis was made. The patient was treated with a beta-blocker. Because the platelets decreased valve thrombosis was suspected approximately five months after tavr, and oral edoxaban tosilate hydrate 15mg was initiated. However, valve thrombosis did not develop. Subsequently, no blood transfusion was required.

Manufacturer narrative:
Correction to h6: impact code. Update to a4 and b5.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 20mm sapien 3 resilia valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3ur. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event post implant-paravalvular leak was unable to be confirmed as no imagery or medical record was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. As reported, "the patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and received a 20 mm sapien 3 ultra resilia valve per instruction. After tavr, the patient was discharged once but hospitalized again due to anemia. As a treatment, the patient was receiving blood transfusion at the time of this report. Aortic regurgitation (ar) was mild pre-tavr and post-tavr. The patient might have pre-existing condition of blood dyscrasia". Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, due to limited information provided, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
After a tavr procedure using a 20mm sapien 3 ultra resilia valve, the patient was discharged home but hospitalized again due to hemolytic anemia. The on-set date of the anemia is unknown at this time. As a treatment, the patient was receiving blood transfusion. The heart team suspected that blood cells were destructed while regurgitation was passing through the outer skirt of sapien 3 ultra resilia valve. It was reported that there was mild aortic regurgitation (ar) pre and post tavr. Information was received that the patient might have a pre-existing condition of blood dyscrasia which has been known to cause anemia. The condition did not improve with beta blocker administration. The patient was transferred to another hospital to receive detail examination to determine whether the patient had hematologic disease. No surgical intervention was planned. The condition did not improve with beta blocker administration. Follow-up attempts have been made for additional information.

Manufacturer narrative:
The investigation is ongoing. H3 other text: valve remains implanted.